Event description:
Philips received a complaint by an authorized service provider (asp) on the v60 (software version 3.20) indicating a device malfunction as the top portion of the liquid crystal display (lcd) touchscreen was not recognizing touch during touchscreen calibration. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The asp evaluated the device and discovered that the touchscreen was defective as the top portion of the lcd touchscreen was not recognizing touch during touchscreen calibration. The asp was able to replicate the touchscreen issue, and after ultimately replacing the touchscreen and performing touchscreen calibration to remedy the issue, the asp confirmed that the issue was resolved as the device was able to recognize touch. The touchscreen replacement indicates that the cause of the malfunction was due to a faulty touchscreen that needed to be replaced for repair. Following the touchscreen replacement, the asp returned the device to service as it passed the required performance verification tests per philips standard. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Based on the information provided and/or service performed, it was confirmed that the device did not meet product specifications. The alleged malfunction impacted the user¿s ability to use the device properly.